Event description:
The report stated that during a hysterectomy, the device jaws locked on tissue. The surgeon attempted to remove the jaws from the tissue by pulling the device away which tore the tissue causing some bleeding. The surgeon sutured the tissue. There was quite a bit of eschar on the jaws which is believed to have made them stick together. Once the device was removed from the tissue, the jaws were cleaned and the device was used to continue the procedure without incident. There was no other injury to the pt.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.